Event description:
It was reported that during use with bd vacutainer® serum blood collection tubes the stoppers pop out of tube. There was no report of patient impact. The following information was provided by the initial reporter: when customer done tested with serum tube, they will reinsert the hemogard closure for tube. But after they reinsert a few moment, the closure auto push out from tube part.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but 1 photo was provided for investigation. The photo was reviewed and the indicated failure mode for stopper pop off was observed. Additionally, 29 retention samples from bd inventory were evaluated by functional testing] and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended.

Event description:
It was reported that during use with bd vacutainer® serum blood collection tubes the stoppers pop out of tube. There was no report of patient impact. The following information was provided by the initial reporter: when customer done tested with serum tube, they will reinsert the hemogard closure for tube. But after they reinsert a few moment, the closure auto push out from tube part.